Event description:
It is reported that the articular surface could not be inserted with the inserter. Several attempts and high forces were used to insert the surface.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. No x-rays or operative notes were returned for review, therefore fit and orientation could not be evaluated. Based on the available info, a definitive root cause cannot be ascertained at this time. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.